Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - what is the most current patient status? - was the suture removed in a routine post-op procedure? - was the suture removed in a reoperation procedure? - was reoperation necessary to remove the suture and re-close the wound? - if medication was required, please clarify if it was prescription strength. - was there any alleged deficiency with the device? --please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6)2024 and suture was used. Post-op, the patient had a first-degree perineal laceration during delivery. Suture was used to suture the wound. The patient had obvious buttock pain after delivery, which worsened during activity. The patient came to the hospital for treatment on the 11th day after surgery. Upon inspection, it was found that the perineal suture was not absorbed. After the suture was removed, the symptom improved significantly. No adverse patient consequences were reported. Additional information was requested.